Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported one year after implantation on the (B)(6) male patient, there was evidence of a stenosis from longitudinal compression of the ipsilateral limb (zsle-20-74-zt), and the ipsilateral stent at the ipsilateral gate was implanted in 11 mm of compression. Thus the leg graft contributed to the increased velocity and was compressed. Originally, all pieces were deployed uneventfully on (B)(6) 2015. The patient came back to the rooms nearly one year later and was found to have an increased velocity on the right side with ultrasound. An ankle/brachial index (abi) was done and the measurement was significantly worse on the right side. When done after exercise it was even worse. The physician brought the patient in for re-intervention on (B)(6) 2016. He did a number of angio's and while they were not conclusive he deployed a self-expanding bare metal stent. The zalb-28-128 is insitu, with the zsle-20-74-zt overlapping into it down the right side. No additional information has been provided regarding patient outcome.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control, and imaging was conducted during the investigation. Imaging review: findings: angiography at secondary intervention was provided. The ipsilateral stent at the ipsilateral gate was implanted in 11 mm of compression. A moderate stenosis was suggested on some of the angiography and by the balloon waist as it was inflated across the limb gate junction. No evidence of pressure gradient measurement prior to stenting was provided. On post stenting angiography, no stenosis was present. The complaint device was not returned, therefore no physical examination could be performed; however, a document based investigation evaluation was performed. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Imaging review results indicted that the occlusion occurred due to the 11 mm of longitudinal compression on the ipsilateral limb and leg as a result of the ipsilateral leg being implanted 11 mm shorter than its design length. This resulted in increased forward pressure on the delivery system and created fabric redundancy, turbulence and stenosis at the limb gate junction. Based on the provided information and results of the investigation, the most likely root cause may be related to product use/ handling. However, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Monitoring for similar complaints will continue.